Manufacturer narrative:
The hemopro 2 device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. The tip of the silicone boot on the cold jaw was dislocated. While we are unable to conclusively determine the root cause, this problem is consistent with the improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the insulation on one of the hemopro 2 jaws detached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.